Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of blood backflow through the valve was inconclusive because the use conditions associated with the alleged event could not be replicated. The product returned for evaluation was one 4fr s/l powerpicc solo catheter. Usage residues were observed throughout the sample and a needleless injection cap was attached to the luer adapter. The catheter exhibited curved shape memory throughout. Microscopic inspection of the valve was unremarkable. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion and aspiration with no observed leaks. The catheter was charged with water and held upside down and the valve prevented backflow. No valve disfunction or damage was observed during evaluation of the returned sample; however, the use conditions could not be replicated and the valve crack pressure could not be measured during evaluation of the returned sample. Consequently this complaint is inconclusive at this time.

Event description:
It was reported that when taking off endcap there was blood leakage. The catheter worked fine with flushing but when removing syringe there was still bloodleakage. Cathteter is removed.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redy0101 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that when taking off endcap there was blood leakage. The catheter worked fine with flushing but when removing syringe there was still bloodleakage. Cathteter is removed.